Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from pa foot and ankle associates, allentown, pa. The title of this report is ¿resorbable polymer pin inserted with ultrasound activated bone welding technique compared with a screw for osteotomy fixation in the reverse l bunion correction¿ and is associated with stryker sonicpin. Within that publication, post- operative complications/ adverse events were reported which occurred between october 2003 and february 2017. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 21 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses dehiscence. 1 out of 6 cases. The study reports: ¿there were 6 dehiscence events treated successfully in the clinic [¿]. None of these patients had lack of fixation purchase intraoperatively and none of these patients required additional internal fixation of any kind. None of these patients required an additional surgical procedure.¿